Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys troponin t gen5 stat (tnt-g5st) assay on a cobas e411 immunoassay analyzer. Initial result: 6.0 ng/l (accompanied by a data flag) at 05:42 am. This result was auto-verified. The customer noticed the difference between the result of the sample that was tested 1 hour earlier and the result of 6.0 ng/l. The sample that resulted in 6.0 ng/l was then repeated. Repeat result: 61.10 ng/l at 06:21 am. The repeat result was deemed to be correct. An amended report with the correct result was reported to the physician.

Manufacturer narrative:
The tnt-g5st reagent lot number was 67204201 with an expiration date of 30-apr-2024. The customer stated that they did not have any calibration or qc issues. Qc was performed and it was acceptable. The last liquid flow cleaning was done on 01-oct-23 and the field service engineer (fse) replaced the pinch valve tubing. Preventive maintenance was 1 year due. The fse did preventive maintenance. He also did performance testing and the instrument was performing within specifications. Precision studies were performed and they were within specifications. The customer performed calibration and qc and they were acceptable. The investigation is ongoing.

Manufacturer narrative:
The last calibration was performed on 28-sep-2023 and it was acceptable with no alarms. Qc recovery was below the normal range on the date of the event. The alarm trace did not show any abnormality. The service actions (performing the one-year preventive maintenance) done by the field service engineer resolved the issue. No further issues were reported afterward.